Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 600 mg/dl. Customer gave a manual injection to address bg level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.